Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. The patient was diaphoretic and nauseous. A review of the device data identified non-sustained ventricular tachycardia (nsvt) episodes in which oversensing of noise resulted in pacing inhibition of approximately two seconds. The patient was brought into the clinic for testing and reprogramming. The sensitivity was increased and the lead will most likely remain in unipolar configuration to avoid the noise. A boston scientific technical services consultant documented the reported clinical observations and resolution. No adverse patient effects were reported.